Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the reported complaint was a competitor lead with unknown issue. No patient symptoms or intervention was reported.